Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing similar reportable events, we have found a number of cases with similar fault decision (tilted sideways). The trend observed for reportable complaints with this failure mode is currently considered to be very low slightly increasing. It has been established that the lift device (maxi 500) and the sling was being used for patient handling at the time of the event. However the device was inspected by the technician visiting the site and no malfunction could be found on the maxi 500 lift, the sling used in this transfer was not an arjohuntleigh sling and therefore the system (lift plus sling) was not working up to the manufacturer specification when the event took place. Please note that we have never seen this sling before and we have not tested this sling with our lifts, so we cannot confirm or rule out if this sling to always use parts and slings designed and branded by the arjohuntleigh in use with our devices. As required per iso 10535 a stability test has been performed that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the maxi 500 does not become unstable. Based on the event description, review of previous related complaint investigations and the technician conclusions, it appears the maxi 500 was not correctly positioned above the bed. This would mean that the hanger bar was not positioned over the center of the bed before the patient was lowered. In such a situation to bring the patient over the center of the bed the caregiver may have decided to pull the patient into place which can destabilize the lift. It appears more likely that the person in the sling was being vehemently pulled into the desired position and the lift toppled over in the direction that was pulled. This constitutes a use error: not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the patient as leverage. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our evaluation appears to suggest a use error having occurred. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable on the contents of the labeling. When the IFU and the correct lifting procedure would have been followed the event would have been avoided. No training dates on training for the device system could be given by the facility for the staff involved. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities in the abundance of caution.

Event description:
Arjohuntleigh received a complaint where it was indicated that during the patient's transfer from the chair to the bed using the maxi 500, the lift was tilted sideways. The caregiver tried to catch the resident and prevent the lift from falling, as a result of this action the caregiver came between the resident and the lift mast, has caught the resident but the lift mast landed on the caregiver back. The other caregiver helped to push the resident on the bed. The lift tipped over partially, causing caregiver to sustain a back pain. No injuries were sustained by the resident involved in the event.